Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency and urge incontinence. Patient mentioned that may have an infection. Patient was advised to reach out to doctor with questions regarding medical advice or if you have questions about your health. The issue was not resolved at the time of this report. There were no further complications reported.